Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system the drawer cannot be opened, device was not detected on the bus, and the user did not have the necessary permissions to perform the recovery. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue had been resolved. The drawer was opened properly and was able to dispense the medication without any problems. The system functioned as intended after customer resolved the issue